Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 26 may 2020: lot 1908426: (B)(4) items manufactured and released on 10-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
1 month after the previous revision surgery (performed also due to an infection), the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta liner with a medacta liner and revised another company's head with a competitor's head. The surgery was completed successfully.